Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7079117.

Event description:
It was reported that the patient had an infection at the ipg and midline incision sites, with the following signs and symptoms of redness, selling, fluid discharge, nausea and chills. The physician believed that the infection was not device related. The patient was placed on antibiotics. The patient underwent a procedure wherein the ipg and lead were explanted. The explanted device components were retained by the medical facility and will not be returned.

Event description:
It was reported that the patient had an infection at the ipg and midline incision sites, with the following signs and symptoms of redness, selling, fluid discharge, nausea and chills. The physician believed that the infection was not device related. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was placed on antibiotics. The explanted device components were retained by the medical facility and will not be returned. Additional information was received that the infection was not procedure related.